Event description:
Pt had robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy, and uterus morcellation. As reported by the surgeon: the patient was undergoing a robotic hysterectomy. The patient had large uterine fibroids. The hysterectomy was going well; however, the patient was found to have some cautery injury to the rectosigmoid junction. Colorectal surgical consultation was obtained to evaluate the area of cauterized segment. On careful inspection, using the robotic system, it was found there were a few areas of cautery with some deeper areas of white discoloration around the cautery sites. It was deemed unsafe to leave this area alone. It was recommended to proceed with segmental resection of this area located within the rectosigmoid junction and to proceed with a primary anastomosis. A segmental distal sigmoid colon resection with end-to-end coloproctostomy was performed. Post op dx: rectosigmoid cautery injury during robotic hysterectomy. Pt informed, discharged in good condition. Monopolar curved scissors: 4th use of allowed 10 times. Expiration date entered is not exact. Tip cover accessory appears to have several holes in it. Also used during procedure is another robotic arm that contains a bipolar forcep, pk dissector.